Manufacturer narrative:
The device was returned to the service center for evaluation. The mouthpiece was found clogged. A visual inspection was performed with a borescope, no damage was found on the channel. It was noted that there was no passage through the biopsy channel. The instruction manual chapter 3 in the ¿warning¿ section states" warnings" the biopsy valve is a consumable that should be inspected as described below before each use. Replace it with a new one if any irregularity is observed during the inspection. An irregular, abnormal, or damaged valve can reduce the efficacy of the endoscope¿s suction system, and may leak or spray patient debris or fluids, posing an infection control risk. Confirm that the slit and hole on the biopsy valve have no splits, cracks, deformations, discoloration, or other damage".

Event description:
The service center was informed that during an unspecified procedure, the rubber inside of the biopsy button came out and became stuck in the channel. There was no report of a device fragment falling into the patient. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the event date. Additional information received from the user facility states the reported event occurred during the middle of a procedure. There was a 15 minute delay while patient was under anesthesia to swap the scope with another. The procedure was completed with no patient injury/harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that a DHR review confirmed that the subject device was manufactured as per specifications. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is the following: from the investigation result, the cause of the reported event was that a part of biopsy valve was remained inside the subject device. The cause that a part of biopsy valve was remained inside the subject device could not be identified. During patient procedure, it was possible that a part of biopsy valve dropped off into the inside of the subject device. If the subject device was reprocessed in accordance with IFU after patient procedure, the subject device was able to be reprocessed effectively. Also, if the subject device was inspected in accordance with IFU before using it, foreign material that remained inside the instrument channel was able to be detected. Because of the above, we estimated that the foreign material remained inside the subject device due to insufficient reprocessing by the user after previous patient procedure. Therefore, the reported event was assumed not to be caused by specification of the product but was caused by reprocessing by the user. If the user handles the product as per IFU, the reported event was able to be prevented or irregularity is able to be detected. The legal manufacturer referred to the following sections of the IFU for reference. The following description is included in IFU (operation manual) of the product. "Inspection of the instrument channel": insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. "4.3 using endotherapy accessories": when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. "5.1 troubleshooting": if any parts of the endoscope fall off inside the patient body due to equipment damage or failure, stop using the endoscope immediately and retrieve the parts in an appropriate way. If the user handles the product as per IFU, the reported event is able to be prevented or irregularity is able to be detected. The following description is included in IFU (reprocessing manual) of the product. "Brush the channels": the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels. Any part left in the channels can drop into the patient during a subsequent patient procedure. Depending on the location of the missing part, the part may not be retrievable by passing a new brush. In this case, contact olympus. Do not attempt to pass the channel cleaning brush (bw-20t) or the single use combination cleaning brush (bw-412t) backwards ¿ i.e., by inserting the brush directly into the instrument channel outlet at the distal end of the endoscope¿s insertion section or directly into the suction connector on the endoscope connector. It may get caught, making retrieval impossible.